Manufacturer narrative:
As reported, the perfix light plug tore while suturing during implantation. The subject device is not available for evaluation as it was discarded by the user facility; however, a photo was provided. Review of the photo shows petals that have detached from the plug. The petals are contaminated with blood as expected from attempted use and there is a suture present on the mesh material. Photo review does assist in determining root cause. Based on the reported information and not having the physical sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 528 units released for distribution in november 2022. Note: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an open inguinal hernia repair procedure, the perfix light plug tore when suturing. The mesh was immediately removed and another plug was used to complete the procedure. There was no patient injury.